Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced redness and slight ooziness to the peg site. On (B)(6) 2018, the patient was seen by a referring consultation in an outpatient clinic and the peg site was still red and had small amount of oozing. The patient was prescribed 150mg of oral dalacin qds for 1 week. At the time of report, the redness and ooziness had improved and was resolving.